Event description:
It was reported that perforation, pericardial effusion, and death occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 21mm watchman laa closure device & delivery system (wds) were used. The was perforated through the laa and caused an effusion. The physicians immediately performed a pericardiocentesis to drain fluids in the pericardial space. Once the patient was stable, the physician successfully deployed the closure device. After releasing the device, protamine was administered and patient maintained stability for a few minutes. Soon after, the patient was wheeled into the operating room to further manage the effusion. The patient expired that night by pulseless electrical activity (pea) arrest.